Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: device code 1494- off-label use- indication for use was added to capture use of prostyle device to close a puncture exceeding 24f.

Event description:
It was reported this was a venotomy closure of the right common femoral vein using the pre-close technique prior to a mitra clip procedure. Reportedly, a prostyle device was defective. They could not re-wire through the lumen despite multiple attempts and had to cut the catheter [sheath] in order to re-wire. The sutures of two prostyle devices were successfully pre-placed. The sheath was upsized to 25f and the mitra clip procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There were no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.